Event description:
It was reported that the user experienced a severe low blood glucose event while eating lunch at work, with glucose readings dropping from about 200 to low; the cause of the event was unclear, and the user self-treated with oral glucose. Symptoms included hypoglycemia. Outcomes included insufficient information regarding impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed that no findings were available, with insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.